Event description:
It was reported that these products did not pass the inspection for ra2009-356.

Manufacturer narrative:
Additional information from lot # ppwv17. Device manufacture date for lot # ppwv17: (B)(4) 2003. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker (B)(4).